Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3 of the initial MDR for this event should be 16nov2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient came to the clinic on (B)(6) 2021 with the battery on the black side depleting faster than the white side even after trying different batteries and clips at home. Log file analysis revealed several unusual voltage related events and alarms that appeared to occur while on battery power. New battery clips were sent to the patient. It was reported that the patient returned on (B)(6) 2021 for a controller exchange since they continued to have alarms on the new clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline release button being difficult to press was confirmed via functional testing. Also, the reported event of atypical low voltage alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis. A log file was downloaded and submitted for review. A review of the log files showed overlapping events spanning approximately 17 days ((B)(6) 2021 per timestamp). Atypical low voltage alarms were active throughout the log file due to fluctuating voltages on both the white and black power cables. These alarms and fluctuating voltages occurred while connected to battery power. There were no other notable alarms active in the log file. The controller was connected to the returned battery clips and allowed to run on a mock loop with test batteries. The cables and batteries were manipulated by hand. The controller operated as intended without any alarms or issues occurring. The power cables were tested for any continuity issues and none were found. The resistances of the underlying wires were then tested and the majority of these wires, in each cable, were found to be above the accepted threshold. The resistance values of these wires ranged from 1.3 ¿ 50 ohms. The system controller was opened to find the cause of the reported driveline disengagement issue. The bulkhead assembly was found to be covered in an unidentified brown sticky substance that was partially solidified in this area. This sticky residue caused the driveline disengage button to be difficult to press. The root cause for the driveline disengage button being difficult to press was due to a build up of fluid ingress within the bulkhead assembly of the system controller. Additionally, the root cause of the atypical low voltage alarms and fluctuating voltages on both the black and white power cables was found to be due to wire fatigue. However, a root cause for the fluid ingress and wire fatigue was unable to be conclusively determined through this investigation. Incidental findings: damage ¿ power cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 16sep2016. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a controller exchange since continued to have alarms on the new clips. While exchanging the controller the red button was unable to be pressed appropriately for removal of the driveline as there was a visible oil-like moisture at the driveline. Because of high speed and patient symptoms the driveline was not cleaned before being placed into new controller. Controller was exchanged, after reconnection and pump restart patient did well. Lvad (left ventricular assist device) MFR#: 2916596-2021-06992.